Event description:
As reported, during a laparoscopic umbilical hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate a ventralight st mesh w/echo positioning system. As reported, only a few fasteners were released, a couple of the fasteners did not seat fully into the mesh and were left as such. As reported, the device became jammed and no fasteners were fired. When the device was removed from the patient and dry-fired, multiple fasteners were released. As reported, the procedure was completed using another optifix straight of the same lot. There was no reported patient injury.

Manufacturer narrative:
Functional evaluation of the sample was unable to reproduce the reported event. The subject optifix was found to function as intended during simulated use testing. No manufacturing anomalies were noted. Based on the sample evaluation and investigation performed, the most probable root cause of the reported event would be the result of an event occurring during user/device interface. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december, 2021. The instructions-for-use supplied (IFU) with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿